Event description:
It was reported that an unspecified quantity of em2400 valve set leaked unintended ingredients (lipids) into the IV nutrition bags which should not contain lipids. This was observed during compounding on the automated compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108776 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between february 25, 2022 to march 01, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.